Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that during a new implantation of an 8781 catheter, the metal pin in the connector was "oblique, so the catheter was besides the metal pin." The event date was reported to be (B)(6) 2018. It was stated surgical intervention occurred, and the catheter was partially explanted on the same date; the hcp replaced the connector with a new one. The issue was resolved. The patient status was alive - no injury. When prompted for contributing factors to the event and troubleshooting performed, the provided response was "nothing." The catheter connector would be returned. There were no reported symptoms. Further complications were not reported or anticipated. An image of the connector was provided, but the allegation could not be confirmed.

Manufacturer narrative:
Analysis identified a bent pin connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that there was not a significant increase in the duration of the surgery. The representative had to open an 8785 while still in the operating room, so there was a delay of 5 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.